Event description:
It was reported that the patient presented to the emergency room with high impedance and non-capture at max outputs on the right atrial (ra) lead due to a possible fracture. It was also noted that the right ventricular (rv) lead had low impedance and no capture. The device was found to have blood in the header and it was apparent that the set screw was not all the way tightened. The device was explanted and replaced. Both the ra and rv leads were capped and replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The lead manufacture date was not found after a search in multiple databases. Concomitant products: product ID 4965-25, implanted: (B)(6) 1997. (B)(4).